Event description:
Caller reported a cartridge alarm 20, which did not have an adverse impact on the customer's blood glucose level. The issue did not occur during the load process, and although the customer had received similar alarms before, it was resolved by technical support, who arranged to replace the pump. The customer agreed to use manual daily injections if the current pump became inoperable until the replacement arrived.